Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during their pd treatment. The inside of the cassette door was dry. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed that the reported fluid leak event. The patient stated that they found fluid leaking during dwell 3 of 4 of treatment from the liberty cycler set¿s tubing. There were no alarms prior to discovering the fluid leak. The patient¿s contact confirmed that there was no fluid found in the cassette door and confirmed that no fluid came in contact with the cycler. The patient stated that there was nothing wrong with the bag and confirmed that the fluid leak was coming from the liberty cycler set¿s tubing. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained in performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient stated that the cycler set was discarded and is not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during their pd treatment. The inside of the cassette door was dry. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed that the reported fluid leak event. The patient stated that they found fluid leaking during dwell 3 of 4 of treatment from the liberty cycler set¿s tubing. There were no alarms prior to discovering the fluid leak. The patient¿s contact confirmed that there was no fluid found in the cassette door and confirmed that no fluid came in contact with the cycler. The patient stated that there was nothing wrong with the bag and confirmed that the fluid leak was coming from the liberty cycler set¿s tubing. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained in performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient stated that the cycler set was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.